Event description:
The customer reported "the alarm on the main unit does not function. No error message or alarm on the device". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, Other Text: The customer requested the return of the device to the customer's facility without an investigation performed through Masimo. If the device is received at a later date, or if new information is obtained, a follow up report will be submitted at that time.E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (b)(6).Health Effect Impact Code: No adverse event; no patient impact.